Manufacturer narrative:
The manufacturing location for this product is baxter. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ interlink j-loop without luer lock had small black foreign matter inside the extension tube before use.

Manufacturer narrative:
Investigation summary: about 0.2 square mm of brown movable foreign matter was confirmed in the individual package. DHR: there were no abnormalities associated with this event in the manufacturing process of the lot. There were no other similar events reported in the lot. The foreign substances identified in the survey are considered to have been mixed into the product during the manufacturing process and overlooked by the worker during 100% inspection. Also, because the foreign body was a small, it was not possible to analyze the ingredients. The deviation of the standard related to this event and the change of the test method, manufacturing process, equipment and raw materials were not recognized in the production record of the lot, and it was not possible to identify the contamination route and cause.

Event description:
It was reported that a bd¿ interlink j-loop without luer lock had small black foreign matter inside the extension tube before use.